Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer added additional insulin into the cartridge resulting in the cartridge leaking. Tandem technical support (cts) advised the customer against overfilling cartridges. Customer¿s blood glucose (bg) level was 126 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.